Event description:
It was reported that the device system was removed for infection. The patient expired 2 days later. The cause of death was listed as spesis. Additional follow up information has been requested to determine the cause of the sepsis and infection if available and no further information has been made available at the time of the report. No complaints or allegations against the essential functions of the device system have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), inner tubing kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, the outer insulation was torn, exposed defib coil white substance, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. Analysis of the leads is in progress. Results will be forwarded when analysis is completed.